Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 550cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including fatigue, have to get rested frequently, constantly yawing, breathing issues/shortness of breath, cognitive disfunction, autoimmune issues, back pain, shoulder pain, inflammation, frequent urination, word retrieval difficulty, itchy skin, brain, fog, and easy bruising . The patient reports that among all the symptoms fatigue was the most concerning issue. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal without replacement on (B)(6) 2020. The devices were discarded inadvertently and are not available for evaluation. The date of implantation was estimated as (B)(6) 2010 based on available information. This report is for the left-sided prosthesis.